Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd introsyte-n¿ introducer was found cracked and damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "crack, breakage of the product or part of it (introducer)."

Event description:
It was reported that the bd introsyte-n¿ introducer was found cracked and damaged before use. The following information was provided by the initial reporter, translated from portuguese to english: "crack, breakage of the product or part of it (introducer)."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs. The photographs revealed what appeared to be fraying of the introducer. This type of damage may occur in either the manufacturing process or in the user environment. During manufacturing, misalignment could take place causing the damage observed. The photos provided for this incident did not present sufficient evidence to establish a definite root cause. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.